Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Endoscopic retrograde cholangiopancreatography) title transvaginal/transumbilical hybrid¿notes¿versus 3-trocar needlescopic cholecystectomy: short-term results of a randomized clinical trial annals of surgery volume 261, number 3,. Date of publication: march 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two postoperative complications were biliary pancreatitis, one of them with postoperative cholestasis and cystic duct leakage. In both cases, an endoscopic retrograde cholangiopancreatography was performed. Both patients received conservative therapy, experienced a prolonged hospital stay, and were subsequently discharged free of symptoms.